Event description:
According to an article entitled, "a multicenter, single-blind, prospective randomized trial to evaluate the safety of a polyethylene glycol hydrogel (duraseal dural sealant system) as a dural sealant in cranial surgery" written by joshua osbun et. Al published in 'world neurosurgery' in december 2011, there was a study of 237 pts who under went elective cranial surgery at 17 institutions. There was three complications in the group where duraseal dural sealant system was used. In the control group, there were five complications. In the group where the duraseal dural sealant system was used, one pt experienced a postoperative csf leak within 30 days of surgery.

Manufacturer narrative:
(B)(4).